Event description:
The pt reports that he has not used the system since june 1998, but has experienced a recurrent protrusion through the skin of the same proximal lead of one of the electrodes. The pt has experienced irritation and inconvenience and, after discussion with his clinician, the pt requested to have the device explanted. The device was explanted on 9/16/98. The pt has recovered from surgery with no complications.